Event description:
The customer reported secondary infusions will start dripping and then after a period of time will stop. The nurses have been troubleshooting by hanging the primary infusion bag lower than normal, closing the vent on the drip chamber and then reopening the vent and pinching the primary tubing which makes the secondary infusion start dripping. As a result there were some instances where medications were missed. In some instances glass bottles are being used. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.